Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient was being revised due to instability which led to dislocation. The patient had a 50mm pinnacle sector cup, 28mm x 50mm +4 neutral constrained liner, and a 28mm +5mm head. The metal ring from the constrained liner appeared broken on x ray and this was confirmed in the case. The surgeon removed the head and the liner and trialed pinnacle dual mobility but it was not stable. At that point he trialed a 32mm x 50mm +4 10 degree liner with a 32mm +13 head but it was not stable either. At that point he elected to remove the pinnacle cup and implant a competitors cup. Doi: unknown - dor: (B)(6) 2021 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
Additional information received indicated that surgery time was not extended.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.